Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient returned for disconnection and the pump did not infuse any medication. The pump did not alarm. A continuous infusion rate of 2.2 ml per hour had been programmed with a total reservoir volume of 100 ml. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.